Event description:
During unknown surgery the alcon phaco machine stopped working. Alcon up called to put a back up stat, none available. Dr. Proceeded with a different approved. MFR aware + on way in to fix machine.